Event description:
It was reported that the programmer's touch pen stylus would not work and that therefore the touch screen was unable to be used. It was further noted that the pen was replaced and recalibrated but the situation was not resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the stylus not working, the stylus and overlay functioned properly on all areas of the screen. Analysis did find that the tab on the power cord bay was bent and the bay was replaced. Concomitant medical products: product ID r2290 software analyzer. (B)(4).

Event description:
It was reported that the programmer's touch pen stylus would not work and that therefore the touch screen was unable to be used. It was further noted that the pen was replaced and recalibrated but the situation was not resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: r2290 software analyzer.